Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016 and found that the evacuation bypass valve (ebv) needed was the source of the issue. The fse replaced the ebv. The repairs were verified per established service procedures. (B)(4). Related MDR: MDR 2023446-2016-00265 (bec identifier (B)(4)) was opened to address the event taking place on (B)(6) 2016.

Event description:
The customer reported positive control failures on their iq200 elite instrument on two different days. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.